Event description:
It was reported that the bever male catheters gave the patient urinary tract infections, but then did not give any more details it was unknown what medical intervention was provided for urinary tract infection. Per follow-up via phone on (B)(6) 2021, it was reported that the complaint had nothing to do with urinary tract infection. Patient tried a different intermittent catheter and found them difficult to use, not an improvement from what was using. Also stated that patient returned to the catheter what they were used, and things were fine.

Manufacturer narrative:
This event is being submitted as a result of a retrospective review of complaint records. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the bever male catheters gave the patient urinary tract infections, but then did not give any more details it was unknown what medical intervention was provided for urinary tract infection. Per follow-up via phone on 06oct2021, it was reported that the complaint had nothing to do with urinary tract infection. Patient tried a different intermittent catheter and found them difficult to use, not an improvement from what was using. Also stated that patient returned to the catheter what they were used, and things were fine.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.